Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with witch hazel and emla cream and then injected to the cheeks with juvéderm® voluma¿ with lidocaine. The next day the patient developed a "rash at left cheek which has spread and intensified" and the patient now has "a necrotic-looking area on left cheek." The event is "likely to be due to extra-vascular compression of blood vessel." Patient was treated with hyaluronidase on three occasions. Symptoms are ongoing. Patient was taking "lacimpipine", aspirin, and contraceptive pill at the time of injection.

Manufacturer narrative:
Concomitant therapies: pretreatment with witch hazel and emla cream. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of rash, necrotic-looking area, and vascular compression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of rash, necrosis, and vascular compression as follows: contra-indications: "do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported prior to injection patient was pretreated with witch hazel and emla cream and then injected to the cheeks with juvederm voluma with lidocaine. The next day the patient developed a "rash at left cheek which has spread and intensified" and the patient now has "a necrotic-looking area on left cheek." The event is "likely to be due to extra-vascular compression of blood vessel." Patient was treated with hyaluronidase on three occasions. Symptoms are ongoing. Patient was taking "lacimpipine", aspirin, and contraceptive pill at the time of injection.